Manufacturer narrative:
The lens was exchanged for another lens, different model and diopter, on (B)(6) 2017. The problem was resolved. Secondary surgical intervention, lens exchange. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a micro centrifuge vial with some moisture. Visual inspection found no visible damage. (B)(4).

Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. Conclusion: off-label use [under 21 years of age at time of implant ((B)(6))]. Work order search: no similar complaints reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm12.0, diopter -13.5/1.5/097 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2012. On (B)(6) 2017 the lens was explanted due to the patient experiencing low vault and lens rotation. The problem was resolved. As of the date of MDR reporting the lens has not yet been returned.